Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4) for three patient samples. Of the data provided, only the results for one of the patients were discrepant. The result from the meter at 8:51 am was 1.0 inr. At 9:02 am, the patient was tested with coaguchek xs meter serial number (B)(4) and the result was 2.2 inr. A different finger from the opposite hand was used for the retest. The patient's coumadin dosage was not changed. There was no allegation of an adverse event. The patient's therapeutic range was 2.0-3.0 inr. The patient was not anemic, it on heparin, no direct thrombin inhibitors and had no antiphospholipid antibodies. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter and strips were tested with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.7 inr. Donor 1 hct: 42%, donor 2 hct: 36%. Donor 1: retention meter with masterlot strips: 2.4 inr, customer meter with customer strips: 2.4 inr. Donor 2: retention meter with masterlot strips: 2.7 inr, customer meter with masterlot strips: 2.7 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 235475-11) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
Information previously provided as "it on heparin" should actually state "not on heparin".

Manufacturer narrative:
Upon analysis of meter memory, the patient result of 2.2 inr for meter up1124539 could not be verified on (B)(6) 2018.